Manufacturer narrative:
The referenced previous gastrointestinal bleeding reported under MFR report number 2916596-2017-02469. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 11 months. The patient remains on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had melena and was admitted with acute on chronic normocytic anemia (hgb 6.8 g/dl). The patient was not on anticoagulants at the time of event due to previous gastrointestinal bleeding. The patient was treated with transfusions of 3 units of packed red blood cells. No additional information was provided.

Manufacturer narrative:
Expiration date, device manufacturer date. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.